Manufacturer narrative:
Corrected information was provided in d3, e1 and h8. Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the fluid leak issue could not be determined without the returned product for investigation and sufficient clinical details.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the short 14fr peel away was inserted over stiff 0.35 wire with dilator. Once dilator removed the sheath was leaking from the scored peel away marks. Physician stated that he did unthread the dilator first, but this is the second case in a row with this doctor and the same issue. We inserted the long peel away and I observed proper technique without issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative that the pump "it was used in a clinical non trial setting"